Event description:
A medtronic representative received a report from the site that while in a cranial surgery, the treon monitor went black. Re-booting the system did not get the monitor display back. There was no display message that said no input. The surgeon discontinued the use of the stealthstation treon guidance system to complete the procedure. There was no negative impact on the patient outcome.

Manufacturer narrative:
The return of suspect part to manufacturer for evaluation is not expected. Medtronic representative at the site could not replicate the behavior. The site has successfully used the system since the reported incident and behavior has not reoccurred.